Event description:
It was reported that the customer's insulin pump has a cracked battery compartment. Customer had been using a cracked insulin pump over a year ago and just had it taped up. Customer stated that a chunk of plastic came out of the battery's screw cap. Customer was unable to provide blood glucose readings. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, broken battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube.